Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low", although specific value was not provided. The customer consumed carbohydrates to address the low blood glucose. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.